Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
Unspecified issue, the customer stated ; "there were additional reports without needleless connectors attached". The customer had previous reports of leaks. Although requested, no further details were provided by the customer for this event.